Event description:
It was reported that this patient presented to the emergency room (ER due to heart rate being in the 30's. The presenting electrogram (egm) shows bi ventricular (biv) pace followed by a premature ventricular contraction (pvc) and the field representative was inquiring if this was right ventricular (rv) and left ventricular (lv) lead loss of capture. Technical services suspected it was the telemetry machine and recommended taking a manual pulse. It was recommended to have the patient evaluated in person. At this time, both leads remain in service. No adverse patient effects were reported.